Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant and subsequently expired.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six years post deployment, CT scan revealed large volume bilateral pulmonary embolus in the right lung. Further CT scan revealed that the ivc filter apex appears to extend through the lateral wall of the venacava and three of the lower legs also extend medially through the vena cava. Also, there was a thrombus within the ivc at the level of filter inferiorly. Following day, ivc venogram revealed the filter was tilted with hook and limb perforation. Therefore, the investigation is confirmed for filter tilt and filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient),h6(device),h6(method),(result). .

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. There was no specific device deficiency identified within the medical records. Therefore, the investigation is inconclusive. At this time, it is unknown the relationship between the filter and the reported death. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.